Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority ((B)(4)) in (B)(6) on 02-dec-2015 who had essure (fallopian tube occlusion insert), lot number 731813 and model number ess305, inserted in (B)(6) 2013. Consumer reported that some months after the essure implant, she started to present intense and continuous headaches, pelvic pain (like contractions), lumbar pain, swelling abdomen, abundant menstrual period (for around 12 days with pain) and pain during sexual intercourse. All the events were considered related to essure by the consumer. Follow-up from 21-jan-2016: after follow-up attempts no additional information could be obtained, as the physician could not identify the case and patient's details were not provided by the reporter. Ptc investigation result was received on 26-jan-2016. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: lot 731813; mfg date: 04/2010; exp date: 04/2013. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are known possible undesirable events and not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Upon receipt of the ptc investigation, event "expired device used" was added. Follow-up information received on 10-jun-2016 via regulatory authority with additional information on 16-jun-2016 (upgraded to incident: the consumer was (B)(6) when she had essure (ess305, lot number: 731813) implanted on (B)(6) 2013. She went to her appointment to planned parenthood at her locality. Due to her gestational preeclampsia and as she was mother of two children, she decided that it was a danger to have more children. At the beginning, an iud was placed, which her body rejected, at that moment she went again to planned parenthood with strong pains, and the same day it was removed, and another similar iud was placed, which she rejected once again. Then, she went again to request fallopian tube ligation as due to tensional problems she was not able to take hormonal contraceptives. Her physician told her that this kind of surgery was not performed anymore that there was a method that had the same function without requiring a surgery. She got convinced due to her ignorance and because the explanation was presented with everything favorable. The day they were implanted, before entering, she asked the physician why not to make sure whether she was allergic to nickel or not. The physician's answer was that the consumer had a watch on her wrist, so she was not allergic, and that the device was made of titanium. Essure insertion was a painful experience, as the right one was not easy to be implanted as the fallopian tube rejected it, requiring certain maneuvers. Three months later, a pelvic radiography was performed to ensure the fallopian tubes were obstructed. She had a call the same day from the hospital to tell her that everything was fine. Months later, the symptoms started, strong menstrual pain, backache, headache, swollen abdomen, renal colic, infections, painful sexual intercourse and bleeding. Each time she went to urgencies or to her physician, they never related the symptoms to essure. Physicians related the symptoms to flatulence, hormonal problems, but never to essure. A year ago (implying 2015), she started to have pain in the belly, like contractions, and everything mentioned before got worsened. Her physician told her it could be related to the contraceptive and she was taken to the gynecologist. She went to urgencies for essure to be checked and the person told her that essure was fine, and the bleedings on her sexual intercourse were because her husband had phimosis, for which she felt humiliated. She had an appointment for the following week. Nervous and with too much abdominal pain, they told her that her case would be studied. A week later, she was explained the risks of having a surgery to remove essure. After medical tests such as hysteroscopy, they saw the right device was in uterine cavity which caused inflammation and difficulty to find sinequia 1/3 through cervical canal, with the passage of biopsy forceps, causing bleeding that made the exploration very difficult. With the results of the hysteroscopy, it was decided to operate to remove it. On (B)(6) 2016, hysteroscopy was performed to remove the right device, and bilateral laparoscopic salpingectomy to remove the left one and the fallopian tubes. She was discharged on the same day, despite of not being able to stand and bewildered because of the anesthesia and the drugs provided during her recovery. The recovery was hard because the stitches in the belly button got infected. She requested to see the radiography but she was not able to see it. She was told everything was okay but she does not believe it as her periods were still painful and she has abdominal pains. All the events were considered as related by consumer. Device similar case listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-jun-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Device expulsion: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and some months later started having abundant menstrual period for around 12 days (interpreted as menorrhagia ), pelvic pain. During hysteroscopy it was observed that the right essure insert was in uterus (device expulsion) and that it was causing inflammation. Approximately 3 years later, a hysteroscopy was performed to remove the right device, and bilateral laparoscopic salpingectomy to remove the left one and the fallopian tubes. Afterwards, the stitches in her belly button got infected. Menorrhagia, device expulsion and pelvic pain are listed while uterine inflammation and postoperative wound infection are unlisted events in the reference safety information for essure. Considering that essure insertion, menses pattern changes and pelvic pain may occur and that no alternative explanation was provided, a causal relationship between these events and essure insert cannot be excluded. Also, given the nature of device expulsion and that it occurred in the context of a difficult placement, with tubal spasm, a causal relationship with essure cannot be excluded either. In this case, it is not clear if this inflammation is due to the presence of a foreign body or due to an infection process. As there is no information that leads to the suspicion of infection, it was not considered a life-threatening event. Last, as the infection occurred in the stitches of the laparoscopic procedure to remove essure inserts, this infection is also considered essure-related. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. No further information can be obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs